Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: event description updated with additional information received on 12-nov-2025: a healthcare professional reported that the procedure was a mechanical thrombectomy. When the emboguard 87, 95 cm balloon catheter (bg8795u, 9482247) was used for the thrombus retrieval, a balloon guiding catheter kinked. The emboguard could not be advanced to the target vessel, so it was replaced with an optimo catheter. After that, the thrombectomy was successfully completed. There was no negative impact on the patient. It is unknown if a continuous flush was done. The lesion is unknown. Additional event information received on 12-nov-2025 indicating that there was no allegation of patient injury due to an alleged product issue. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with lot 9482247 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) of the emboguard devices caution users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the procedure was a mechanical thrombectomy. When the emboguard 87, 95 cm balloon catheter (bg8795u, 9482247) was used for the thrombus retrieval, a balloon guiding catheter kinked. The emboguard could not be advanced to the target vessel, so it was replaced with an optimo catheter. After that, the thrombectomy was successfully completed. There was no negative impact on the patient. It is unknown if a continuous flush was done. The lesion is unknown. Additional event information received on 12-nov-2025 indicating that there was no allegation of patient injury due to an alleged product issue.